Event description:
Nursing home resident on continuous 2l of oxygen via nasal cannula. Licensed nurse checked and filled portable oxygen tank at 3:15 p.m. Without incident. Same licensed nurse assisted resident to dining room for dinner meal at 4:40 p.m. Oxygen tank affixed to resident's wheel chair in upright position, and appeared to be operating normally at this time. Minutes later, certified nursing assistants summoned licensed nurse to resident's dining table. Licensed nurse observed that oxygen tank, tubing, and nasal cannula appeared frozen; and, resident's nose appeared white and cold. After initial first aid, resident began to bleed from nose and began to cough up blood. Resident admitted to hospital in 2008 and died in the next day. Cause of death presently unknown to user facility. (See scanned page).